Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead was explanted and replaced for an unknown product performance issue. No adverse patient effects were reported. Additional information has been requested. This report will be updated if additional information is received.